Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined the positive terminal on battery 1 was not tight. Physio tightened the terminal to specification to resolve the reported issue and after proper device operation was observed through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.